Manufacturer narrative:
Subsequent to the submission of follow up #2 medwatch MFR report #9615050-2013-04571 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
The customer contact reported a leak. It was reported that one of the two piercing pins of the bifurcated tubing set was connected to a solution container and being used to irrigate 1000ml of normal saline via gravity. It was reported that the solution container was placed into a pressure bag and inflated to 500mmhg. After an unspecified length of time, the customer contact reported that 200-300ml of solution leaked at the connection of the lower lid and the distal end of the drip chamber of the tubing set and onto the floor. The tubing set was replaced and the procedure continued. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. Additional information can be found in section. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The customer contact reported a leak. It was reported that one of the two piercing pins of the bifurcated tubing set was connected to a solution container and being used to irrigate 1000ml of normal saline via gravity. It was reported that the solution container was placed into a pressure bag and inflated to 500mmhg. After an unspecified length of time, the customer contact reported that 200-300ml of solution leaked at the connection of the lower lid and the distal end of the drip chamber of the tubing set and onto the floor. The tubing set was replaced and the procedure continued. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.